Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to third-party service center for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. Pca and humidifier connector need to be replaced due to error e-174 logged. Blower assembly, internal foam, blower box mount, right panel assembly needs to be replaced prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.